Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The ra lead was explanted.

Event description:
It was reported that the patient with this right atrial (ra) lead exhibited infection. However, the lead broke and was dislodged during the removal procedure. Also, there was a removal difficulty as the coil was stretched right before the lead. The lead was then removed successfully without performing a thoracotomy. A revision was performed and the pacemaker along with the right atrial (ra) lead and right ventricular (rv) leads were explanted. There were no adverse patient effects reported. The right atrial (ra) lead will not be returned.

Manufacturer narrative:
Additional information: h6. Device codes.